Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2007 the patient underwent stenting in the mid right coronary artery (rca) with one xience v stent. On (B)(6) 2011 the patient was re-admitted for angina. An attempt to revascularize the proximal rca was made, but was unsuccessful as the guide wire was unable to cross the 100% stenosed lesion. The angina resolved on (B)(6) 2011 upon discharge. There was no adverse patient sequela. There was no additional information provided.